Event description:
Healthcare professional reported right side "rupture confirmed with a mammogram and MRI "confirmed silicone is the lymph nodes"". Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Later, healthcare professional reported "likely extracapsular silicone material in axillary lymph node, partially collapsed rupture, there may be a small amount of extracapsular silicone along the superior margin of the implant, a mildly prominent right axillary lymph node measures 1cm and appears to contain silicone signal and may be related to the implant rupture, no suspicious mass or area of enhancement is seen, no lymphadenopathy noted, birads 03 via MRI".

Manufacturer narrative:
Additional, changed, and/or corrected data: b3, b5, b6.

Event description:
Healthcare professional reported "rupture confirmed with a mammogram and MRI "confirmed silicone is the the lymph nodes"". Later healthcare professional reported "likely extracapsular silicone material in axillary lymph node, partially collapsed rupture, there may be a small amount of extracapsular silicone along the superior margin of the implant, a mildly prominent right axillary lymph node measures 1cm and appears to contain silicone signal and may be related to the implant rupture, no suspicious mass or area of enhancement is seen, no lymphadenopathy noted, birads 03 via MRI". This record is for the right side. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture: observed an opening assessed as fold flaw opening. No additional observations performed on the device. No further actions are required. Additional, changed, and/or corrected data: b6, d9, h3, h6.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5; d6b; h6.

Event description:
Device has been explanted.